Event description:
Caller reported a malfunction on the pump, which did not cause any adverse impact to the customer's blood glucose level. The customer did not experience this issue before, and after providing pump reset information, technical support assisted the caller in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump while contacting support if the issue happened again.